Manufacturer narrative:
Company representative replaced o2 cell and performed full calibration. Tested system to factory specifications.

Event description:
Customer reported the a5 anesthesia delivery system had erratic o2 readings. No patient injury reported.